Event description:
It was reported that the pump touch screen display was cracked resulting in an unreadable display. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen unreadable issue was verified in the pump logs; however, no failure for the touchscreen cracked was verified.